Event description:
The device was returned to the service center with a report from the customer that a distal occlusion ws noted in the device history log and the device audibly alarmed for a distal occlusion during testing at the user facility. This did not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with a broken regulator shaft, the regulator opener was not seated, and the regulator closer was missing.

Manufacturer narrative:
During testing the device was received with a broken regulator shaft, the regulator opener was not seated, and the regulator closer was missing. The probable cause for the unseated regulator opener, missing regulator closer, and broken regulator shaft may be due to physical damage. The customer complaint for the unit alarming distal occlusion was not confirmed during testing. This report represents all the information known by the reporter upon query by hospira personnel.